Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level subsequently increased and the customer experienced diabetic ketoacidosis; bg value was not provided. No information was provided regarding whether the customer had treated the elevated bg at the time of the reported event. The customer was subsequently hospitalized; however, no information was provided regarding how the diabetic ketoacidosis was treated. The customer was released from the hospital after one week with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.